Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in the emergency room (ER) with syncope. The device was oversensing and one beat of no ventricular output was observed and captured. Isometrics, troubleshooting, and an electrophysiology (ep) study was performed to find the root cause of the missed ventricular beat but was not successful. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.